Event description:
The customer reported the unit would intermittently turn on during the operational check.

Manufacturer narrative:
A philips rep evaluated the unit, and the symptom was verified. Replacing the optical switch resolved the issue.